Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was investigated and found to exhibit a visibly damaged battery cap that could not be properly attached, which is not likely to result in an adverse event. A replacement cap was used to complete testing and, reboots were observed in the history but could not be duplicated, all functional tests were within required specifications.

Event description:
Clinical manager report the pump is giving alarm with a blank screen.